Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery became hot to touch and a temperature alarm occurred. Reportedly, the customer was at the beach at the time of the alarm, but the outside environment was only 75 degrees. There was no known impact to the customer's blood glucose level. The customer stated the pump was placed in a bag to cool down and the customer was successfully able to resume insulin. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.